Event description:
It was reported that the customer was not able to have their pump uploaded to carelink pro at the doctor's office. Customer just started on the pump. No further details given.

Manufacturer narrative:
Findings: pump downloaded properly using carelink pro. However a47 alarms were noted in alarm history due to corrupted history files. Cracked case near display window corners noted during visual inspection.